Event description:
On 10/28/97, pt had valve explanted due to large clot in right pulmonary artery. Upon explant, the homograft was found to have vegetations and blood cultures were positive for aspergillus. The valve was replaced with another homograft.